Event description:
It was reported that during setup for a procedure at the user facility, the core impaction drill continued to run when it was no longer activated. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during setup for a procedure at the user facility the core impaction drill continued to run when it was no longer activated. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event was not duplicated. Upon disassembly for visual inspection, the service technician observed no components that would cause or contribute to the reported failure. The device was serviced for preventative maintenance and returned to the customer.